Event description:
Na.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded i.v. Catheter needle pierced through the catheter. The following information was provided by the initial reporter, translated from french to english: I would like to inform you of two incidents involving bd insyte autoguard catheters ref (B)(4). Batch 3039538: catheter split during insertion. Immediate consequence for the patient: haematoma.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 20g insyte autoguard unit with no product documentation to indicate the material or lot number. Additionally, one photo was provided for investigation which is representative of what was returned and does not provide any additional evidence that isn¿t already covered by the physical sample evaluation. As only one unit was returned but two lot numbers were reported, the returned unit was used to investigate the defects reported for both lots. A gross visual inspection of the returned unit found that blood residue was present throughout the unit, indicating that venipuncture was attempted. The catheter assembly was leak tested and a leak was identified near the catheter tip. Further inspection under a microscope found that a v-shaped tear was present at the leak location which is indicative of a spear through. The location and shape of the tear match the location of the spear through seen in the photograph. The needle assembly was microscopically inspected for any evidence that would suggest that needle retraction failure had occurred. No evidence of needle retraction failure was identified. The needle was then un-retracted and tested for retraction. The needle retracted successfully without resistance. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported that bd insyte¿ autoguard¿ shielded i.v. Catheter needle pierced through the catheter. The following information was provided by the initial reporter, translated from french to english: I would like to inform you of two incidents involving bd insyte autoguard catheters ref 381834 : batch 3039538: catheter split during insertion (see photo). Immediate consequence for the patient: haematoma.